Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the sheath pressure tubing became disconnected from the card. The fse replaced the tubing, which repaired the leak and the errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The instrument was generating partial aspiration errors when the leak was noticed. The volume of the leak was about 3 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.